Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were reproduced. The alarms were confirmed during a review of the event history log. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings can cause false upstream occlusions. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message, during therapy in the critical care area (programmed amount unknown). The device was programmed to deliver whole blood at a rate or 175 ml/hour. It was also reported the device constantly displayed the upstream occlusion message during testing with a static tubing set at 10ml, 15ml and 30ml when programmed to deliver 400ml of fluid at a rate of 999 ml/hour. Any patient injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.